Event description:
Department of health and human services sent notification of a medwatch on behalf of a customer to corporate product surveillance on (B)(6) 2011. Customer reported the secondary medication did not administer. The nurse changed the IV pump, primary and secondary tubing and secondary medication did not infuse. Prompts on IV pump followed. Blue clamp applied, pump then alarmed "upstream occlusion." The nurse attempted to run secondary medication via gravity, but medication still did not infuse. Primary fluids did flow via gravity. Secondary IV tubing changed again and medication infused. This report is for the unknown infusion pump. There was no reported patient injury or medical intervention necessary. No addition information is currently available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or the device become available, a follow up report will be submitted. The device used in this situation is unknown; therefore, a us 510k number cannot be provided.

Manufacturer narrative:
(B)(4). Several attempts have been made to contact the customer for the return of the device; however the device was not returned for evaluation.